Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. No x-rays and/or operative notes were returned for review. The patient's height, weight, build, and activity level are unknown. The devices were in vivo for approximately 3 years. Based on the available information, a definitive root cause can not be ascertained at this time. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be re-opened. Zimmer, inc considers the investigation closed.

Event description:
It is reported that the devices were implanted in 2006, and revised in 2009 due to the patella and tibial baseplate being loose.